Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified posterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.